Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the site was performing a da vinci-assisted radical cystectomy with neobladder surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, all the patient side manipulators (psms) had non-intuitive motion. The customer was not able to provide any additional details related to the event. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting that all the patient side manipulators (psms) had non-intuitive motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed the system log and identified error 17 pointing to psm 2. The fse swapped psm 2 with psm 3. The fse would replace the affected psm if error 17 persists. The system was tested and verified as ready for use.